Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to be contaminated. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 4193982 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. Qc inspection and testing were satisfactory at time of release. As part of the qc release testing, inspection for physical attributes was conducted on samples representative of the batch to ensure conformance to product specifications. Physical attribute testing was satisfactory for this batch. Retention samples from batch 4193982 were inspected and 70/100 tubes had white sediment at the bottom of the tube. Tubes with and without the white sediment were directly incubated at 20 to 25 degrees c (five tubes) and 33 to 37 degrees c (five tubes) and no growth was observed at 4 days incubation. The sediment was gram stained and gram negative rods were observed. To rule out viability, the sediment was subcultured into non-selective liquid media (tsb) and incubated. No growth was observed at 3 days incubation. The white sediment observed in the retention samples was non-viable organisms. One photo was received for investigation. The photo shows the bottom of four mgit 7ml tubes with white sediment at the bottom of the tubes. No tube or product labels were visible in the photo for batch verification. No return samples were received for investigation. It is noted the sediment pictured is consistent with the non-viable organisms observed in the retention samples from batch 4193982. This complaint is confirmed for non-viables. This complaint cannot be confirmed for viable contamination. No complaint trend for contamination (viable or non-viable) has been identified for this product; no actions are indicated at this time per bd procedures. Non-viable organisms may be present from medium components (especially those of animal origin). Also, microbial contamination may occur during the manufacturing process despite standard protocols and engineering controls. Microbial contamination introduced during the manufacturing process is expected to be inactivated or killed during terminal sterilization (autoclaving). Autoclaving records for this batch were satisfactory, any white sediment observed in an undamaged, unused tube is expected to be non-viable. The clarity specification for this product is clear, as listed in the certificate of analysis. Media that is outside of the appearance specification should not be used as non-viable organisms may cause the media to appear turbid. Bd scientific operations and manufacturing operations teams have been made aware of this complaint. Bd will continue to trend complaints for defects.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to be contaminated. There were no health impact or consequences reported.

Manufacturer narrative:
The following field and investigation summary have been updated with additional information: h6. Imdrf annex d grid: d03 - cause traced to manufacturing investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 4193982 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. Qc inspection and testing were satisfactory at time of release. As part of the qc release testing, inspection for physical attributes was conducted on samples representative of the batch to ensure conformance to product specifications. Physical attribute testing was satisfactory for this batch. Retention samples from batch 4193982 were inspected and 70/100 tubes had white sediment at the bottom of the tube. Tubes with and without the white sediment were directly incubated at 20 to 25 degrees c (five tubes) and 33 to 37 degrees c (five tubes) and no growth was observed at 4 days incubation. The sediment was gram stained and gram-negative rods were observed. To rule out viability, the sediment was subcultured into non-selective liquid media (tsb) and incubated. No growth was observed at 3 days incubation. The white sediment observed in the retention samples was non-viable organisms. One photo was received for investigation. The photo shows the bottom of four mgit 7ml tubes with white sediment at the bottom of the tubes. No tube or product labels were visible in the photo for batch verification. No return samples were received for investigation. It is noted the sediment pictured is consistent with the non-viable organisms observed in the retention samples from batch 4193982. This complaint is confirmed for non-viables. This complaint cannot be confirmed for viable contamination. No complaint trend for contamination (viable or non-viable) has been identified for this product. A complaint investigation was initiated following customer reports of a visible ¿white pellet¿ on the mgit sensor surface, which was identified as a buildup of non-viable bacteria. Concerns from customer feedback prompted a review of the overall manufacturing process for this product. It was determined that inadequate cleaning of equipment downstream of the in-process filter caused an increase in bacterial growth within the media prior to autoclaving. Once the organisms were killed through the autoclaving cycle, their remnants settled down to the bottom of the tube. The cleaning protocols were enhanced, and the introduction of a sonication process was introduced to eliminate media residue and biofilms. These actions have been applied to batches manufactured after 11-jun-2025 (cat no. 245122, batch 5142790). Non-viable organisms may be present from medium components (especially those of animal origin). Also, microbial contamination may occur during the manufacturing process despite standard protocols and engineering controls. Microbial contamination introduced during the manufacturing process is expected to be inactivated or killed during terminal sterilization (autoclaving). Autoclaving records for this batch were satisfactory, any white sediment observed in an undamaged, unused tube is expected to be non-viable. The clarity specification for this product is clear, as listed in the certificate of analysis. Media that is outside of the appearance specification should not be used as non-viable organisms may cause the media to appear turbid. Bd will continue to trend complaints for defects.